Event description:
The customer reported, the system had a faulty monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced monitors a and b. The system was repaired, found to be operating as intended, and released to the customer for use.